Event description:
Pt on 6l o2 nc sating at 85% rn placed pt on bipap machine that can do hiflo o2 at 100% fio2 and patient then having o2 sat in the 70's rn called rrt and placed a nonrebreather on patient. After about 5 minutes the patient's o2 sat increased to 92-98% the bipap / hiflo machine kept beeping stating occlusion, but no occlusion was noted. Placed pt on a different hiflo machine and the patient maintained o2 sats in the 90's and doing much better. The defective equipment was red tagged and sequestered by rt. FDA safety report ID# (B)(4).